Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's right hip was revised. Patient reported he had woken up with an unusual feeling and continued to feel uncomfortable after playing golf. The e.r. Discovered that the ceramic head disassociated from the adm insert and could not reduce the patient. Intra- operatively, impingement of the stem on the poly liner was reported. The head and adm/mdm liner construct was revised to a 36 +10 head with a 10 degree liner. Rep provided pre-revision x-rays, explant pictures, and the revision implant sheet and reported that no further information is available.

Manufacturer narrative:
An event regarding disassociation and damage involving an adm liner was reported. The event of disassociation was confirmed by clinician review and the event of damage was confirmed by provided photograph. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted adm liner with blood on it. There are damage marks on the edge of the liner, which could be caused by the impingement with the stem. Clinician review: a review of the provided medical records by a clinical consultant indicated: "provided x-ray confirms disassociation. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the clinician confirmed the disassociation by provided x-ray. The provided photograph confirmed the damage on the poly liner. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, office/clinical reports, serial x-rays, and examination of the explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised. Patient reported he had woken up with an unusual feeling and continued to feel uncomfortable after playing golf. The emergency room discovered that the ceramic head disassociated from the adm insert and could not reduce the patient. Intra- operatively, impingement of the stem on the poly liner was reported. The head and adm/mdm liner construct was revised to a 36 +10 head with a 10° liner. Rep provided pre-revision x-rays, explant pictures, and the revision implant sheet and reported that no further information is available.